Event description:
A surgeon reported to a depuy mitek sales representative that a pt developed an infection in the shoulder approx 3 weeks post-op after having a spiralok anchor implanted.

Manufacturer narrative:
The surgeon reported he decided to remove the device and treat the pt with antibiotics. He reported the pt is doing better since receiving the antibiotics. The facility where the surgery was performed has disposed of the device and therefore it is not available for evaluation. A lot number has not been provided which precludes a lot review from being performed. Based on the info provided we could not identify any causative factors that could have contributed to the event. We consider the matter closed and no further action is warranted at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.